Event description:
It was reported that a patient, (B)(6) male, underwent a premature ventricular contraction (pvc) procedure with a smart touch bidirectional, suffered a cardiac tamponade which required pericardiocentesis. After about 6 hours of case time, a pericardial effusion was noted using the sound star us catheter. The physician had ablated in the rv, lv, and aortic cusp. Left side was accessed via femoral artery. There was a slight decrease in blood pressure noted prior to effusion being found. Ablation was stopped and the patient monitored for approximately an hour to hour and half before a drone was placed. Three hundred fifty five (350) cc drained at that time then the patient sent to medical intensive care unit (micu). Drain remand in place until (B)(6) 2014. The physician¿s opinion regarding the causality of adverse event was the procedure-related. The patient¿s major chronic disease was: htn, bigeminy, a symptomatic bradycardia.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi products in use during the procedure were: carto 3 system: serial # (B)(4); stockert generator: serial # (B)(4); cool flow pump: serial# (B)(4); soundstar catheter: cat # sndstr10, lot# unknown; qty 2 - quadra polar catheters: cat # f6qf005ct, lot # 16092710m & 17032866m. (B)(4).